Manufacturer narrative:
Concomitant medical product: 310c29 tissue valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient felt lightheaded and fell to the ground. The patient was admitted to the emergency room (ER). An interrogation of the implantable cardioverter defibrillator (ICD) indicated that the patient had an episode classified as non-sustained ventricular tachycardia (ns-vt) with under-sensed heart beats that self-terminated. The patient had a ventricular tachycardia (vt) episode that was not treated due to undersensing by the right ventricular (rv) lead. The rv lead was reprogrammed and the issue was resolved. The rv lead remains in use. No further patient complications have been reported as a result of this event.